Event description:
The customer reported that she was experiencing high blood glucose for several days. Her blood glucose was 345 mg/dl which she treated with a bolus delivery. She stated the infusion set needle was bent or kinked twice, but the other four times they were not. The customer's blood glucose went up to 390 mg/dl at one point. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing turing a manual prime. The date was one day off. The settings were found to be correct. A no delivery alarm was found in the history as having occurred on (B)(4) 2014. The customer did not want to change her infusion set as she had done so two hours prior and her blood glucose was going down. The customer mentioned air bubbles in the tubing during trouble shooting. She stated these bubbles were very little and she had not rewound the insulin pump with a reservoir in place. The customer stated the insulin was not . . .

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.